Manufacturer narrative:
Expiration date: march 2022. Occupation: chief nurse. The actual sample showed the catheter assembly with a bent catheter tube. The catheter tube was noted to be punctured from the catheter hub tip. Scratches were also noted on the punctured part. Based from the results of our investigation, the root cause of the problem was presumed due to reinsertion on cannula done during usage that leads to damage. Verification of retention samples showed no defects found such as scratch, cracks, and bent that may contribute to the complaint. The catheter tube is made up of ethylene tetrafluoroethylene (etfe) material which has high tensile strength and does not break easily even when a strong force is applied. Also, it assures smooth vein puncture with minimum penetration resistance for lessened pain. Our products undergo series of inspection and verification. Defects such as broken catheter tube can be easily detected thru our process. Production runs under validated parameters. Lot history file showed no non conformity was reported during production of this lot. Moreover, qc conducts visual, sensory and functional inspection to check product quality prior shipment. Functional inspection results for leakage test on catheter tube and hub were all passed. No nonconformity related to the complaint noted. Thus, the lot was shipped in good condition. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. (B)(4).

Event description:
The user facility reported a leakage on the catheter hub. When the doctor inserted and removed the inner needle for successful catheter placement, leakage was observed from catheter hub. Re-insertion of the inner needle is unreported. The concerned product was removed from patient and replacement was done.